Event description:
The initial attorney report alleged pain/injuries/surgeries/device failure. The following is based on the medical records provided by the pt's attorney: (B)(6) 2002: repair of incarcerated ventral hernia with implant of composix mesh. It was noted that the laparoscopic procedure was converted to open due to loops of bowel entering the hernia. On (B)(6) 2002: pt presented to the ER 3 days post-op with severe abdominal pain, chills, elevated wbc, and vomiting. Diagnosis was presumed sepsis. Discharged day 4 with antibiotics. On (B)(6) 2007: repair of incisional hernia and removal of composix mesh secondary to left oophorectomy and cystectomy. The mesh was noted to have pulled away from the fascial edge and a portion of the small bowel was partially eroding into the mesh. Mesh was removed and a small bowel resection performed.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh. As a result, we are submitting this MDR based on the additional info received. During review of the pt's records it was noted that page 2 of the operative report for the initial implant of the composix mesh was missing. The technique used to secure the mesh within the abdomen is not known. The pt was treated for recurrence, adhesions, and seroma, all of which are known possible adverse reactions listed in the IFU. A manufacturing review of device history records, that included a review of sterility, was performed and no evidence of a manufacturing related cause was found for the alleged event. No sample has been returned therefore, no eval could be conducted. With the currently available info, no firm conclusions can be drawn. It can not be determined if the mesh may have caused or contributed to the reported problems experienced after implant. If additional event and/or eval info is obtained, a follow-up MDR will be submitted.